Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the insulin pump is excessively sending a alert to check his blood glucose. Customer stated that his blood glucose at the time of the incident was 46 mg/dl. Customer reported that he is experiencing low blood glucose levels due to eating a late lunch. Product is not being returned or replaced.